Manufacturer narrative:
It was initially reported that the device was not available for return; however, on 22-dec-2021, additional information was received stating that the product is available for return. Subsequently, the biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 13-jan-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number: (B)(4) has two reports: (1) MFR#: 2029046-2021-01196 for product code: d133605il (thermocool® smart touch¿ electrophysiology catheter ) (2) MFR#: 2029046-2021-01195 for product code: d128211 (pentaray nav high-density mapping eco catheter).

Manufacturer narrative:
The device evaluation was completed on (B)(4) 2022. It was reported that a 62-year-old female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter (st catheter) and a pentaray nav high-density mapping eco catheter and suffered cardiac tamponade requiring surgical intervention and eventually the patient expired. Radiofrequency ablation of atrial fibrillation was started at 16:00 (pm). After puncturing the atrial septum, the pentaray and the st catheters were delivered. The pentaray started modeling for about two minutes (st catheter had not yet started ablation), and the patient experienced symptoms such as dizziness, decreased blood pressure, etc. A pericardial tamponade was identified by echocardiography and rescue was performed. Thoracotomy was performed during the rescue and the atrial appendage site was found to be ruptured, which had not previously been touched by pentaray modeling. Rescue was declared ineffective around 20:00 (pm). Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the thermocool® smart touch¿ electrophysiology catheter (st catheter). Visual analysis of the returned product revealed holes in the shaft of the smart touch catheter which could be related to a staple use during the shipment of the device. Per the event, several tests were performed. The temperature was tested, and no issues were observed. In addition, the product was deflecting correctly. Magnetic sensor functionality was tested on carto and the catheter failed, error 105 was observed. An electrical test was performed, and the device failed; no electrical readings were observed on the electrodes. A flow test was performed and during the test, water leakage was observed from the holes found on the shaft. The root cause of the issues reported could be related to the holes observed on the shaft. All the issues observed are not related to the complaint. This unit was inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) of this device per its part number that indicates proper manufacturing in accordance with documented specifications and procedures. At this time, it is not possible to determine the root cause of this condition, however, based on the information provided, the condition reported has origin in someplace external to the manufacturing environment. A manufacturing record evaluation was performed for the finished device 30562911m number, and no internal action related to the complaint was found during the review. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) / were selected as related to the adverse event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30562911m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2021-01196 for product code d133605il (thermocool® smart touch¿ electrophysiology catheter ) (2) MFR # 2029046-2021-01195 for product code d128211 (pentaray nav high-density mapping eco catheter).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two reports: MFR # for product code d133605il (thermocool¿ smart touch" electrophysiology catheter ) MFR # 2029046-2021-01195 for product code d128211 (pentaray nav high-density mapping eco catheter).

Event description:
It was reported that a (B)(6) female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool¿ smart touch" electrophysiology catheter (st catheter) and a pentaray nav high-density mapping eco catheter and suffered cardiac tamponade requiring surgical intervention and eventually the patient expired. Radiofrequency ablation of atrial fibrillation was started at 16:00 (pm). After puncturing the atrial septum, the pentaray and the st catheters were delivered. The pentaray started modeling for about two minutes (st catheter had not yet started ablation), and the patient experienced symptoms such as dizziness, decreased blood pressure, etc. A pericardial tamponade was identified by echocardiography and rescue was performed. Thoracotomy was performed during the rescue and the atrial appendage site was found to be ruptured, which had not previously been touched by pentaray modeling. Rescue was declared ineffective around 20:00 (pm). Additional information was received and it was reported that this adverse event was discovered during use of biosense webster products. The physicians opinion on the cause of this adverse event is that it was uncertainable. A thoracotomy was performed. A transseptal puncture was performed with an abbott sl1 8.5f. Prior to noting the CT, ablation was not performed. It is unknown if there was evidence of a steam pop. The event occurred during the mapping phase.